Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. In addition, a different issue was found.